Event description:
It was reported the left ventricular lead had pulled back shortly and was found sitting in the right atrium. The lead was explanted and replaced. No further information is available.